Event description:
It was reported from the analysis of the returned product that short insertion was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. It was reported that the suture had been found broken in the newly dispensed suture when preparing for surgery . Changed another one to continue the surgery, the same problem happened again. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/23/2024. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture piece outside its packaging that pertain to product code m8220 were received for analysis. The product code is double-armed. After investigation of the sample, no breakage suture was observed. However, short insertion was noted in the strand. The visual inspection concluded that the suture was detached from the needle since the insertion end of the suture did not meet the requirement. The functional test was performed using an instron equipment and the tensile force was above the minimum requirements. Based on the information currently available, a short insertion issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.